Manufacturer narrative:
The product was not returned for investigation. The reported tip breakage condition could not be confirmed. The part number and the lot number remain unknown. After multiple attempts to obtain additional information, it was confirmed that the involved unit was a serfas energy probe. The device history record and non conformance report historical data could not be reviewed since the part and lot number are unknown. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component poor assembly process and/or misuse. However, this cannot be confirmed since the unit was not available for evaluation. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will issued. In sum, the product was not returned for investigation and the reported failure could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a shoulder arthroscopy procedure, the tip of the probe detached into the patient. The physician retrieved the fragment without any adverse consequences to the patient.

Event description:
It was reported that during a shoulder arthroscopy procedure, the tip of the probe detached into the patient. The physician retrieved the fragment without any adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.